Event description:
We were informed that the expiratory channel printed-circuit board (pcb) was found defective. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our distributor and the expiratory channel printed-circuit (pc) board was found faulty. This pc board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc board was not returned for investigation, but device logs were exported and sent in for further evaluation. Evaluation of the received device logs showed two technical errors, one indicating that an internal supply voltage was too low, and the other that the safety valve was open. The logs showed that the date of event was (B)(6) 2016 and therefore, the date of event has been updated accordingly. Based on previous investigations of similar faults, the reported issue was caused by a shorted capacitor on the expiratory channel pc board. A failure leading to the observed technical error codes will lead to a stop in ventilation. Appearance of this failure will be notified to the user by generated high priority alarms and the technical error codes. If the fault is present, it will be detected during the pre-use checks tests.

Event description:
We were informed that the expiratory channel printed-circuit board (pcb) was found defective. There was no patient involvement reported. (B)(4).